Manufacturer narrative:
(B)(4). Through a follow up with the amo regional technical support engineer (rtse), it was learned that all of the reported issues by the customer are related and are due to the communication error (error 2011). The field service specialist (fss) visited customer site to inspect the unit. Fss replaced 3v coin battery, instrument manager, hard drive, o-rings, as well as checked and calibrated the system. Fss also completed the field service checklist on the unit, which it passed all functional tests and it was found to meet amo specifications. Fss did inform the nurse that a preventative maintenance (pm) is needed and that the monitor pivot mount is loose. Fss is to write the customer a quote for the pm and the replacement of the monitor pivot mount. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 2011- error getting version strings from instrument host occurred during a partial cataract treatment with the whitestar signature system. Customer was using only irrigation/aspiration (ia) function and tech gave instrument to doctor after already being primed. Customer turned on continuous irrigation using foot pedal. When doctor went to use system, continuous irrigation shut off. They attempted another time and the same thing happened. The customer manually attempted to turn on continuous irrigation, upon stepping on foot pedal, screen turned fuzzy then went black before shutting off. System asked for instrument to be removed from eye, blue screen on monitor was then seen and machine had put system on safe mode and said not operable. At this point the 2011 error was noted. They pushed power to shut down system and reset, but machine would not turn on from monitor. The whitestar was removed and surgeon used manual irrigation and aspiration to proceed with part of the case. Biomed then inspected the system and it appeared to be functioning fine.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.